Event description:
Report received of an overdelivery. The pump was programmed to deliver 500ml of d5.25ns at a rate of 55ml/hr. The nurse reported hanging a 500 ml bag of solution at 4:00pm. At 6:30pm or 6:40pm, the pump sounded an audible alarm and displayed an unspecified message. At this time, the nurse reportedly found the solution bag empty. The rate programmed on the IV pump was verified to be at 55ml/hr. The pump was stopped and removed from clinical service. The patient did not experience any adverse effects and was reported as being discharged from the hospital the next day. The nurse reported that the pt's parents had a cell phone in the patient's room, but it was unknown if the cell phone was in use at the time of the reported event. Though requested, there was no further information available.